Event description:
A user facility initially reported that a hole/leak in the lma-proseal (size 5) was found prior to placement, during pre-use testing. Subsequently, in 02/2002, the return form was received from the user facility, indicating that the problem was found after insertion. The physician removed the device due to the leak. There was no report of patient injury or problems. The user facility returned the lma for evaluation. No further information is expected.